Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.

Manufacturer narrative:
(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 137081. 1 sample of 137081 was received for evaluation. The etched date of last service is 2/2017. The device in question requires regular service at an interval of <6months. No investigation is required. The device was functionally reviewed by the authorized service center which determined that the tips were in perfect alignment and service is not required. Devices were refurbished for cosmetics and subsequently returned to the customer according to procedure.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.